Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. No sample was returned to argon for review. However, images were provided by the customer. The image confirms that the guidewire is broken. CAPA ca-00040 has been initiated to address the broken guidewire issue, and the CAPA will identify the specific causes and corrective actions to be taken. As part of the CAPA process, a mdt/argon root cause investigation team was assembled. An evaluation of the internal records was performed, discussion was conducted with wire manufacturer and supplier engineering change orders were also reviewed for the last five years. There were no non-conformance found based on metallurgy and no engineering changes identified. A definite root cause was not identified for this failure mode and no immediate corrections were made due to absence of initial root cause identification. Several action items have been planned to be implemented to address this reported event. Tensile test will be implemented per test method, retraining program and certification program plan for polishing silver soldering will be put in place. If new information is available in future, a follow-up report will be submitted accordingly.

Event description:
Physician intended to use a micro introducer kit during treatment of patients great saphenous vein (gsv). The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for insertion of catheter. Tumescent infiltration was utilized. Local anesthesia was used. Compression was not used. It is reported when physician tried to remove wire from patient the wire broke in half. The physician was able to use forceps to remove the remaining part of the wire from the patient. They did have to stitch the patient up at the access site after the procedure. No further patient injury reported.

Manufacturer narrative:
Sample is not available for return. Images were provided. A follow-up report will be submitted once the images have been investigated.

Event description:
Physician intended to use a micro introducer kit during treatment of patients great saphenous vein (gsv). The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for insertion of catheter. Tumescent infiltration was utilized. Local anesthesia was used. Compression was not used. It is reported when physician tried to remove wire from patient the wire broke in half. The physician was able to use forceps to remove the remaining part of the wire from the patient. They did have to stitch the patient up at the access site after the procedure. No further patient injury reported.